Event description:
It was reported the patient had no stimulation sensation. The patient last felt stimulation about 3 weeks prior to report date. It was reported the device was "not working". The patient's patient programmer was not available at the time of report due to having been lost. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; (B)(4).